Event description:
New information was received two months later that the rv lead pacing impedance had increased to greater than 2000 ohms. A lead revision procedure was going to be scheduled, however the patient decided not have undergo the procedure. No adverse patient effects were reported and the lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a pocket erosion in his abdomen. A revision procedure was scheduled. During the revision the physician opted to not explant all of the products. The device, active right ventriclar lead and adapter remain implanted. Two patches and three leads that were previously taken out of service were clipped and remain in the patient's body. The sub-q array that was previously taken out of service was able to be explanted. It was also noted that the impedance measurement on the rate/sense portion of the right ventricualar (rv) lead had continued to increase over time. No adverse patient effects were reported as a result of the additional surgical procedure.